Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) level ranged between 392-570mg/dl and manual injections were administered to address the bg level. Reportedly, the pump is worn against the skin or kept inside a pocket. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.